Manufacturer narrative:
This report filed january 14th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains.

Manufacturer narrative:
Review for reportability - this is not reportable as the patient has resumed use of the device and intermittency is now resolved. This report filed february 5th, 2016.